Event description:
A customer received a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as slight jitteriness, a loss of consciousness at work and reported being able to self-treat. Customer was able to regain consciousness and reported going home, however, no contact with a healthcare professional/third-party was reported for this issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The user reported that they are receiving ""replace sensor"" message on fs libre 2 app. Attempts to replicate the user's complaint using a similar configuration was performed and investigation was unable to replicate the complaint therefore, the issue is not confirmed. No malfunction or product deficiency was identified. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.